Manufacturer narrative:
Hardware is the root cause for this event. Bec internal identifier is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report a liquid leaked from a broken fitting behind the unicel dxi800 access immunoassay analyzer. The customer reviewed the msds and able to clean up the leak using the appropriate personal protective equipment (ppe) and the laboratory's hazardous material cleanup procedure. Per customer: no event log errors were posted at the time the issue occurred; no injury or exposure in association with this event was reported. On the same day of the event ((B)(6) 2011), a bec field service engineer (fse) visited the customer and replaced a damaged waste fitting. The fse also rerouted the external waste tubing. The fse noted that the customer will secure the area behind the instrument to reduce foot traffic.